Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a 5mm longitudinal tear starting at the proximal markerband with a 2mm circumferential tear/burst at the distal end of the tear. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. A 2.50mm x 15mm nc emerge® balloon catheter was advanced for pre-dilation; however, the balloon ruptured. The procedure was completed with a 3.00mmx15mm nc emerge® balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for pre-dilation; however, the balloon ruptured. The procedure was completed with a 3.00mmx15mm nc emerge balloon catheter. No patient complications were reported.